Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified, nor could the root cause be determined with confidence. There are no indications that would suggest the device did not meet product specifications upon release into distribution. (B)(4).

Event description:
When the surgeon was backing out the drill the tip of the endoscopic flexible drill cannula broke. No patitent injury or other complications were reported.